Event description:
Device issue: none. Adverse event: rash, chest pain and blurred vision. Onset of adverse event: post stent implant. It was reported that post-xience v stent implantation, the patient developed, a rash, chest pain and blurred vision. Treatment, if any, was not reported. Though requested, additional information was not provided.

Manufacturer narrative:
(B) (4): in this case, there was no reported product deficiency. Angina, hypersensitivity, and visual disturbance (as a type of neurological deficit/dysfunction) are listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). The IFU also states: the xience v stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers, although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.